Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10. The following sections were corrected: d4, h4 visual evaluation of the returned product identified a hair-like debris in the sterile packaging and the packaging was identified to be opened upon receipt to zimmer biomet. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided as the product was received for evaluation open. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: the reported event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported during a total knee arthroplasty that when the articular surface packaging was opened, a foreign substance resembling a hair was found on the implant. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.